Manufacturer narrative:
(B)(6).

Event description:
The customer called technical support (ts) reporting that the device has a backup alarm failed (diagnostic code 1104). It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The central processing unit (cpu) board was determined to be faulty and needs to be replaced. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The cpu pcba was returned to the failure investigation lab (fi). Previous investigations have shown that ls1s built without a date code could be subject to cold joints within ls1 that can result in ls1 failing to sound.

Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered. The reported issue was discovered in the repair center. The product service engineer replaced the cpu board to resolve the reported issue. The device passed the required performance verification tests per philips standards.